Event description:
It was reported that an ilet user experienced high blood glucose after eating a small amount of food and jellybeans, with dosing delays due to meal announcements and no observed issues with the prior or current infusion set or tubing. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with a plan to allow additional time for automated corrections before changing the infusion site. Investigation included remote assessment and infusion set and tubing checks performed by the caregiver with guidance, including verification of drops from the tubing and absence of kinks, bubbles, or leakage. Investigation of this case revealed no device malfunction or infusion set failure, and the event was consistent with hyperglycemia of unclear cause with contributing factors including recent meal composition and announcement-related dosing dynamics. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.